Event description:
Product analysis was completed on the m106 generator. During visual analysis noted that the generator had burn marks which indicate that the generator was exposed to electro-cautery. Upon initial interrogate the generator was in a eos = yes pulse disabled condition. The pulse disabled byte was reset and the generator was interrogated. The battery indicator was then eri = no. The generator then performed to functional specification. Based on the burn marks on the generator's case and the report that electro-cautery was used during the surgery. It appears that the premature battery indicator was the result of coming into contact with electro-cautery during the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator replacement surgery the new generator was connected to the lead and the device was interrogated when a low battery vbat's eos message. The generator had been interrogated while still in the packaging and an end of service warning did not present. The generator was then detached from the lead a new generator was implanted. It was noted that electro-cautery equipment was present in the sterile field while the generator was present. The physician was informed by a company representative that the manufacturer does not recommend keeping electro-cautery equipment in the sterile field once the new generator has been introduced to the sterile field. The manufacturing records of the premature end of service generator were reviewed and found that the generator passed quality inspection prior to distribution. Programming data from the day of the attempted implant was reviewed and it confirmed that prior to implant the battery voltage was not at end of service. However a subsequent diagnostic test found that the battery voltage was at end of service. Additionally it was noted that the generator's temperature had increased when the end of service warning was observed. The suspect generator has not been received to date.

Event description:
The generator has been received and is currently pending product analysis.